Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the healthcare provider clamped the line and prevented infusion of alprostadil in the pediatric cardiac ICU. The medication was intended to infuse at a rate of 0.03mcg/kg/min. It was further reported that the device pressure limit setting was set to 1000mmhg, and the device did not alarm after 3 hours as expected by the clinician. The patient reportedly experienced hypotension but was stable after the event.

Manufacturer narrative:
Additional information added to: b1 supplemental created to report the following: there was no serious injury on (B)(4).. This emdr was generated to correct the patient impact and revise the type of MDR to malfunction, not serious injury.

Event description:
It was reported that the healthcare provider clamped the line and prevented infusion of alprostadil in the pediatric cardiac ICU. The medication was intended to infuse at a rate of 0.03mcg/kg/min. It was further reported that the device pressure limit setting was set to 1000mmhg, and the device did not alarm after 3 hours as expected by the clinician. There was no patient impact.